Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: 211219, compr srs prox bdy - lg 52mm, lot # 760060; catalog #: ep-115397, e1 44-41 std +3 hmrl brg, lot # 808390. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03219.

Event description:
It was reported the patient was revised approximately 6 years ago. The patient came into clinic with pain and the x-ray showed the implant was broken in some way. Subsequently, the patient was revised about 2 weeks ago. Attempts have been made and there is no additional information available at this time.

Manufacturer narrative:
Cmp-(B)(4). Reported event was confirmed per visual inspection of the d tray which was fractured at the post position. The body had the remaining portion of the tray fracture stuck inside. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.